Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10. Visual evaluation of the returned product identified signs of repeated use (nicked/gouged/worn) and a piece had fractured off. Fracture analysis identified that the features of the fracture surface and mode aligned with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue was attributed to wear and tear from repeated use over a potential field age of approximately 6+ years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that the impactor fractured upon impaction with the femoral component. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). E1 - establishment name - the hospital the event occurred at is (B)(6) hospital. G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.